Manufacturer narrative:
(B)(4). : eeaorvil21 was returned 09/24/2015. Eeaxl2135 was returned 09/24/2015. Post market vigilance (pmv) led an evaluation of one eea xl 21mm single use stapler with 3.5mm staples and one dst series "eea" orvil 21mm device opened by the account. Visual inspection of the staple guide noted the instrument was fully applied. The orvil anvil was observed to be tilted and attached to the instrument. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely. A review of the device history records could not be performed because the lot numbers were not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The information for use booklet warns the user that when opening the stapler, prior to removal, not to turn the twist knob more than two full turns, as this may allow the anvil assembly to separate from the instrument. The file will be closed as not confirmed.

Manufacturer narrative:
(B)(4). Pt gender: female. Serious injury. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Procedure: laparoscopic total gastrectomy. Customer states: the anvil disengaged before performing the anastomosis. A u shaped staple was being left on the handle side of the intestinal tract. To correct the problem, the procedure was converted to an open procedure, and additional tissue resection was performed on esophagus tissue with cooper scissors. It was treated with a purse-string suture. A new eea25 was opened and completed the procedure. There were no further complications, and the patient is doing well. The customer reports that the lot number of the device is not available.